Event description:
Patient had a periprosthetic fracture from falling off a bike. His hip replacement needed to be revised because of this fracture.

Manufacturer narrative:
Conclusion and justification status: following investigation by bioengineering, notification was received that: root cause: unjustified, it is unlikely that this was due to the implant ¿ a traumatic event was recorded - the patient fell off their bike. The complaint shall be closed with an unjustified conclusion; it shall be entered onto the complaints database and monitored through trend analysis. Should further information be received, then the complaint shall be investigated further.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.